Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead surgically abandoned as it showed low, out of range pacing impedances. It was discovered at a follow up that there was a sharp impedance drop, visible under trending. The lead had been active implanted for more than five years. A new rv lead was implanted. There was a pacemaker therapy upgrade procedure at the same surgical intervention. No additional adverse patient effects were reported.